Event description:
Pocket discomfort was reported. A pocket revision was planned for (B)(6) 2014. Additional information later reported the patient experienced withdrawal. No troubleshooting was performed to determine the cause to the discomfort. It was noted during the revision the proximal segment was twisted and kinked, the patient appeared to be flipping pump, sutures not intact. The proximal segment was replaced. The pump was used to deliver dilaudid, clonidine and bupivacaine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).